Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 pocket a1-a6 row of half height cubie pockets was not detected on bus. A field service engineer found that pocket 1 was ejected and warm. Upon inspection, it was determined that the row board tension wire for pocket a1 had overheated, causing the row to stop communicating. No spills or intrusion were found. The fse replaced the row board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a row of half-height cubie pockets was not detected on the bus. However, there were no delay to patient care and adverse events or injuries reported based on this incident.